Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon therapy the augmentation was 204, the diastole was 4, and the waveform was unstable. The patient's blood pressure readings from the fiber optic line were very chaotic. The customer attempted to recalibrate, to reposition the patient, and to flush the inner lumen of the catheter but there was no change. The customer then switched to the fluid column after flushing it in standby which improved the readings and waveform. There was no reported injury to the patient.